Event description:
Unomedical reference number (B)(4) event occurred in (B)(6). On 26-aug-2021, it was reported that the infusion set was delivering insulin from a different place was coming off from the set's tubing and this issue occurred 2 weeks ago on (B)(6) 2021. The site location was left side of patient's abdomen and the pump was located on the left side. Moreover, the infusion had been used for one day three hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.